Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate for a continuous glucose monitor (cgm) alert. Additionally, it was reported that the customer experienced multiple blood glucose (bg) levels ranging from 43 mg/dl to 67 mg/dl, light headedness, dizziness, and shaking. Reportedly, customer required assistance to treat bg level via consumption of carbohydrates. No additional information was provided.